Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming xvi testing. The failures were rerun ten times and there was one failure out of the ten. The interconnect flex was reseated and the testing was rerun another ten times and all passed. Intermittent operation was noted. It was further noted that the upper and lower cases were broken. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.